Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from tandem technical support to address the alarms by disconnecting and adjusting the tubing, delivering bolus doses, and replacing supplies as necessary to resume insulin therapy successfully.